Manufacturer narrative:
Pt info: unknown/ not provided device evaluation: 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Device history review: all devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully using a new patient interface.